Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasions at 23.0cm and 25.5cm from the connector pin. The two df-1 rv cables were exposed. Both cables (etfe) insulations were abraded and one cable was melted at 25.5cm from the connector pin. The abrasions could be the cause of friction to the ICD can. (B) (4) - failure (event) observed during analysis.